Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 73 mg/dl (aviva) system 1 and 138 mg/dl (aviva) system 2. The meter for system 1 was exposed to extreme cold and had to be warmed up before it would power on. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).